Manufacturer narrative:
PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the drainage catheter was placed successfully for gallbladder drainage on an unspecified date. The patient returned at a later date because the locking loop became undone causing the drain to slip out of position. A drain exchange to correct the issue was successfully completed on an unspecified date. As reported, the patient did not experience any adverse effects due to this occurrence.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation -evaluation: a review of the instructions for use (IFU), manufacturing instructions, quality control and specifications were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. It was determined that there were adequate controls in place to ensure the product is manufactured and used as intended. Notably, the mac-loc is tested for proper functionality during final inspection. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Contributing factors for the event include use technique, manufacturing error and accidental damage to the device during shipping, handling or procedure preparation. As described in the instructions for use, it is likely that the mac-loc was not properly locked during use although this could not be confirmed. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.